Manufacturer narrative:
Though requested, pt information was not provided.

Event description:
Reportedly, during pt use, a 'low fio2' alarm occurred that could not be resolved by calibrating the oxygen sensor. The sensor was replaced and there were no further issues. There was no medical intervention or adverse pt effects reported.